Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 63-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During ongoing impella 5.5 support, the patient experienced an episode of non-sustained ventricular tachycardia following a coughing episode. The reported patient injury was characterized as ventricular arrhythmia (ventricular tachycardia/ventricular fibrillation/atrial fibrillation/atrial tachycardia). Device positioning was verified by echocardiogram at the time of the event and confirmed to be appropriate. No device repositioning or removal was performed in response to the arrhythmia, and the event did not prompt device explant. The patient remained on impella 5.5 support following the episode.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.